Event description:
During an orif procedure surgeon was using the inserter for ti elastic nails and the back of the t-handle chuck came off during use. Surgeon selected another instrument to complete the procedure with no further problems. It was noted, no harm to patient. No further information is available.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Product was reviewed by product development: the returned inserter was received in 2 pieces. The t-handle has broken off the end of the handle. Corrosion exists where the threaded center shaft sheared in half. The fracture is not exactly perpendicular to the shaft. Corrosion also exists at the etched area of part# on the t- handle. Dents and marks resembling hammer blows exist on the t-handle in multiple areas and are axial and off axis. Dents and marks also exist on the t handle bars. The off axis marks resembling hammer blows on the t-handle contributed to the t-handle breaking off and is not part of the recommended technique. The design risk assessment was reviewed and was found to be adequate for the intended use.